Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's partner reported via phone call that customer was hospitalized because of high blood glucose due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level over 700 mg/dl. The customer was treated with insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the display was blank. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Display returned after insulin pump restart. The customer reported that the auto mode was active during the reported event. The customer reported significant events such as nausea, vomiting, abdominal pain, difficulty breathing and disoriented. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.